Event description:
Customer reported a past low blood glucose event with levels dropping to approximately 42 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. The customer spoke with their healthcare provider resulting in adjusted profile settings, and chose not to pursue further documentation, as the issue was resolved.